Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue appeared again, with caller acknowledging these instructions.